Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).the customer's reported condition of a colleague infusion pump with failure code 812:15 was confirmed via the event history log but not reproduced. The cause of the reported condition was determined to be a cascade failure. No repair was necessary. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 812:15. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no patient involved and no reported patient injury, medical intervention, or adverse event in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.